Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition greater than two seconds. Boston scientific technical services (ts) reviewed the episode and determined it was due to some sort of external noise. The physician was going to follow-up with the patient. No additional adverse patient effects were reported.